Event description:
A us distributor reported that a battery may have thermal damage.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (may have thermal damage) was due to the battery pack tri-cells being mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery.